Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen turned off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) screen turned off. The unit did not alarm for the reported issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (email address), g3, g4, g7, h2, h10, h11. Corrected fields: a1, b5, b6, b7, d10, d11, h3, h6 (type of investigation, component and health impact codes). Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that there was a connectivity issue. To fix the issue, the fse replaced the coiled cable cord and the processor assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site postal code - (B)(6)), h6 (type of investigation, investigation findings and component codes). Corrected fields: h6 (remove 3331 code from type of investigation).